Manufacturer narrative:
Returned waveone gold primary file 25mm is actually broken at the tip of the active part (mixed conditions fatigue + torque). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1501363). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a waveone gold file broke during first use. The separated piece could not be retrieved.